Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the stem was stuck to the plastic bag.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There was no product returned; therefore, no physical evaluation could be conducted. The device history records (dhrs) were reviewed and indicates the devices were manufactured and packaged to specifications. Inspection and packaging documentation shows all devices that were accepted, completed, and sent to inventory met specifications. DHR review shows no deviations to the standard manufacturing process. DHR shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. The device was packaged using poly bag (B)(4). This is a previously addressed packaging issue. This device is used for treatment. A complaint history search found there are 2 additional complaints for the product part/lot combination involved. As corrective action a new supplier for the ldpe bags was selected, and testing was completed to ensure thermal reliability and stability of the new ldpe bags. As part of zfa 2015-180 a removal of the unconsumed affected product will be conducted to reduce the reoccurrence of similar complaints in future. FDA recall z-0844-2016 contains the related lot number. This is a previously addressed packaging, label, or instruction issue.